Manufacturer narrative:
No device associated with this report was received for examination. Photographs were provided and confirm the femoral adapter bolt has broken. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. No additional information was obtained. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not draw any conclusions about the root cause of the broken stem bolt without the device to examine. Based on the inability to determine a root cause and no evidence was found indicating product error was a contributing factor, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient was revised to address femoral loosening at the bone/cement interface. The cement manufacturer is unknown. Osteolysis and a breakage of the adaptor bolt was also reported.